Manufacturer narrative:
This event occurred in (B)(6). (B)(4). The full facility name was provided as (B)(6).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for troponin t hs (high sensitive) - tnths on an e601 analyzer. The erroneous result was not reported outside of the laboratory. The sample initially resulted as 23.19 ng/ml. The sample was repeated, resulting as < 3.00 ng/ml. The sample was also repeated on another e601 analyzer, resulting as < 3.00 ng/ml. A second sample was also collected from the patient and resulted as <3.00 ng/ml. The patient was not adversely affected. The tnths reagent lot number was 00138696. The reagent expiration date was asked for, but not provided. Since the issue occurred, all patient samples were tested in duplicate, with no discordant results seen. A specific root cause could not be determined based on the provided information. Discrepant results for this type of assay are typically caused by carryover. Carryover is typically caused by issues with pre-analytic sample handling. A temporary contamination of the sipper flow path is likely.